Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had two malfunctioning infusion sets. The first infusion set caused a blood glucose of 153 mg/dl to increase to 462 mg/dl. The second infusion set caused a blood glucose of 361 to inevitably increase to 425 mg/dl. The customer changed her infusion sets and resumed insulin pump therapy. She was unable to identify what the exact cause of the malfunctions were. No products were returned and two replacement infusion sets were shipped to the customer.